Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was broken and kinked. In conclusion, the reported catheter kink issue was confirmed through testing. The catheter failed the returned product inspection due to a broken shaft and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter kinked and could not be retracted into the balloon catheter. Both catheters were removed from the patient, and it was noted that the mapping catheter was completely disrupted. The case was completed with cryo. No patient complications have been reported as a result of this event.